Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was clarified in additional information that the extension tube disconnected from the manifold.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that one lumen of triple lumen polyurethane central venous catheter set separated. During a central venous catheter placement procedure, the physician noticed bleeding while inserting the catheter. Upon further inspection, it was discovered that one of the lumens had completely detached from the catheter manifold. Another of the same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Review of the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one used triple lumen catheter from the customer. Visual inspection of the catheter found that the extension tube had detached from the manifold. Cook concluded the device was manufactured out of specification based on information in the requested supplier evaluation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot, the related subassembly lots, and the related raw-material lots revealed no recorded non-conformances relevant to the failure mode. Additional final lots containing the same catheter raw material lots were identified, and no other complaints were found from these lots. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in-house or in the field. Cook also reviewed product labeling. The IFU iu, [c_t_ulmbhce_rev8] ¿uncoated and heparin-coated central venous catheters,¿ packaged with the device contains the following in relation to the reported failure mode: "how supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded that a manufacturing and quality control deficiency related to the supplier was the main cause for this failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person) : phone: (B)(6). G4 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that one lumen of triple lumen polyurethane central venous catheter set separated. During a central venous catheter placement procedure, the physician noticed bleeding while inserting the catheter. Upon further inspection, it was discovered that one of the lumens had completely detached from the catheter. Another of the same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.